Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method, reinsertion. Concomitant medical products: guide wire: sion blue, flexiwire, guide cath: heartrail. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4) - failure to follow steps, device preparation. Evaluation summary: the device was returned for evaluation. The leak was not confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) describes the steps to prepare the device (pull negative for 30 seconds) prior to advancing into the anatomy, which does not appear to have contributed to the reported complaint. Further, it was reported that the sds was re-inserted twice after the initial failure to advance/cross. The IFU states that an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. [Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or / and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter]. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately tortuous, heavily calcified, 99% stenosed, distal circumflex artery a non-abbott balloon dilatation catheter (bdc) was inflated and ruptured. Additional dilatation was performed with a trek bdc then the 2.5 x 15 mm xience prime stent delivery system was delivered but the sds caught with the calcified area proximal to the lesion; the device was removed. Additional dilatation with the 2.5 mm nc trek was completed and the same xience prime sds was advanced again but without success. Using a double guide wire technique the sds was again advanced and although it advanced further than the calcified area proximal to the lesion, the sds did not reach the target lesion and was slightly proximal. The physician decided to deploy the stent at this location. After positioning negative pressure was pulled but air continued to be pulled into the indeflator. The sds was removed; however, it is possible slight pressure of 1-2 atmosphere (atm) may have been applied. The stent implant remains mounted on the sds balloon. The location of the tear/leak is not known. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.